Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose that was not going down. After changing the infusion set they found that the cannula was bent. The customer¿s blood glucose level during the incident was 400 mg/dl. They treated with the insulin pump. The customer¿s current blood glucose level was 197 mg/dl. Additionally, the customer also reported that they could not remove the battery cap off the insulin pump. Troubleshooting was performed but they were still unable to remove the battery cap. The device will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with stripped battery cap coin slot (p), cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.